Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up ((B)(4) 2012) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged power issue began early in the morning on the day she called lfs (exact time unknown). The patient said that she manages her diabetes with insulin (unknown type, self adjusting) in the morning and evening. The patient reported that she guessed on how much insulin to administer herself (25 units) on the day of the alleged issue since she was unable to test her blood glucose to determine the correct dose. The patient claimed that 2 minutes after administering herself with the insulin she became "sweaty and had a dry mouth," which she associated with low blood glucose. The patient informed the cca that her son took her to a doctor's appointment at 11 a.m. On (B)(6) 2012 where her blood glucose was tested on an unknown meter and a result was obtained in the "60 mg/dl range." The patient's doctor reportedly treated her with orange juice immediately after obtaining the blood glucose result in the "60's mg/dl," which caused her symptoms to abate immediately. During troubleshooting the subject meters power could not be tested by inserting a test strop because he patient did not have test strips. The patient reported that the battery had been recently replaced in the subject meter; however, the patient was unable to power on the subject meter manually. The cca documented that there had been no misuse to the subject device. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly self administered an incorrect dose of insulin due to not being able to test her blood glucose as a result of the alleged issue. In addition, the patient reported that her doctor obtained a bg in the "60's mg/dl" and that she was treated by her doctor.